Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument. Product packaging and label were not returned. During visual evaluation, appeared to have residue throughout the needle and was received with both slides in their initial position. On functional testing an attempt was made to push the top slide into place, but it was unsuccessful as it did not lock into place. The device was disassembled, and internal parts were inspected. Upon disassembly, the right bumper was noted to be slightly bent. It was noted that the stylet hub was from cavity 61 and the cannula hub was from cavity 59. There were no other anomalies found. Therefore, the investigation is inconclusive for the reported failure to fire as further functional testing was not performed due to the condition of the returned sample. However, the investigation is confirmed for the identified prime issue as the device was not able to prime during evaluation. Identified bumper issue may have contributed to the reported event. However, a definitive root cause for the reported failure to fire and identified failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.